Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have been changing their sets and the insulin, but their blood glucose level has been in the 400mg/dl. The customer's current level is 414mg/dl. The customer states they treated high levels with manual injection. Troubleshoot was conducted. The customer is being sent out tubing clamp, in order to conduct high pressure test, and complete troubleshoot. The customer will be calling back.